Event description:
The tech alleged that the brake pedal locks, but the brake caster moves slowly. No pt impact.

Manufacturer narrative:
The tech replaced the bushings on the brake mechanism block assembly to resolve the issue.